Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the driver's distal tip was broken-off. There were gouging and grip mark damages noted on the distal end of the shaft's surface. The device met all material specifications as received. Complainant's event typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the ar-1380b broke, then the ar-1390b, then the screwdriver broke. The tip of the screw driver remained in the patient. The fragments of the screws were removed. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.